Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting false negative reaction in the anti-a microtube when customer repeated testing for a sample in manual gel using mts080017 lot# 021317057-02 exp 11.21.17 and it was confirmed the sample as b positive. The sample was previously run in ortho provue giving a false negative reaction in the anti-a (forward portion) of mts abd monoclonal rev grouping cards mts lot# 051717037-08 exp 03.28.18 ((B)(4)) according to customer, the patient sample with unknown abo history was tested by ortho provue, giving a result of b positive (B)(6). As per facility sop's for abo confirmation they use tube method. Customer testing with anti-a bioclone and anti-b bioclone and confirmation testing showed that the patient was as an ab positive (B)(6). Because of the discrepancy between provue gel vs.tube, customer repeated testing with the sample in manual gel using mts080017. Quality control: pass, patient dat was positive and antibody screen was negative. Issue started on (B)(6) 2017, frequency: once, microtubes/wells or cell (donor #) affected: anti-a microwell, methodology used: provue. Test repeated: yes with manual gel. Gel qc: pass with ortho confidence. Cards /cassettes/ storage condition temperature: ok, visual appearance before use: ok, stored underneath direct light source: yes/no: no. Ortho had customer run anti-a1 lectin testing to confirmed blood type. Customer performed anti-a1 lectin testing and customer reported a negative test result. Ortho discussed with the customer the possibility of asubb group. Also discussed with customer differences between anti-a clones reagents. Mts084024 a/b/d mono and reverse grouping and mts080017 ab mono grouping card both have anti-a murine monoclonal birma1 clone vs ortho anti-a bioclone murine monoclonal antibody blend with clones mh04 and a303. Ortho discussed with customer that as part of troubleshooting weak reactions in the forward portion of the abo typing is very helpful to have two sources of reagents like in this case. Customer feels that the gel card should have picked up the a subgroups .it is likely being asubb blood group. Ortho also discussed with customer the reagent mts a/b/d monoclonal and reverse grouping card IFU states: limitations of the procedure. - some weak subgroups of the a and b antigen may not be detected by these mts anti-a and anti-b reagents. The use of the mts anti-a,b (murine monoclonal blend) card may better detect these weak antigens. -a very weak reaction on one or both sides of the microtube is not an expected result. It may indicate that a false positive or a very weak/partial expression of the antigen is present. Further investigation of this cell should be performed before the abo and rh status is determined. Customer will discuss with her supervisor the information and troubleshooting for this case and agreed to call back if more issues arise. Also, customer agreed to call back to give update if they are sending out the specimen to a reference lab to confirm abo status and also to investigate the anti-a1 reaction on the reverse portion of the test. Customer unable to confirm abo or transfusion history of the patient.